Event description:
3 implants placed 11/14/97. Implant removed 12/16/97. One person effected.

Manufacturer narrative:
The implants were received and evaluated. They met specifications. Co's conclusion remains the same- granuloma is the probable cause of failure.